Event description:
The customer reported that while the central station was in use monitoring pts along with telepacks, as well as passport 2 and spectrum bedside monitors, the telemetry system was not functioning - no pt info was displayed at the central. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the power supply on the tim transceiver. The system was tested to factory specifications. It functioned normally and was returned to use.